Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 509 mg/dl the morning prior to call. No mention of symptoms leading to the high blood glucose event. Customer treated with manual injection. Customer's current blood glucose value was 66 mg/dl at the time of call. No troubleshooting was performed on high blood glucose event. Customer also reported damage to the insulin pump. Customer stated that she could not get the battery cap off and there were cracks around the insulin pump battery compartment. Customer was not aware how the damage had occurred. Customer was advised to discontinue use of insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, broken battery tube threads and cracked display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.